Event description:
It was reported that right hip revision surgery was performed due to pain, elevated metal ion levels and metallosis.

Manufacturer narrative:
It was reported that right hip revision surgery was performed due to pain, elevated metal ion levels and metallosis. During the revision the bhr head was removed. The bhr cup remains implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. The available medical documents were reviewed. Review of the provided implantation report did not reveal any inconsistencies related to the surgical technique that could explain the later revision. According to the provided revision report, the patient had worsening pain and blood metal ions and x-rays showed erosion around the femoral component. During the revision fluid was encountered in the capsule and large amount of pseudotumor. The implants were described as well fixed and positioned. The diagnosis was hip with metal disease, pain with pseudocapsule. The reported findings may be consistent with reaction to metal debris which the revision report called "metal disease". Further details such as histopathological reports, levels of the blood metal ions or results from the analysis of the cultured samples and the mentioned MRI showing the pseudotumor were not provided. Review of the provided implantation and revision report did not reveal any inconsistencies related to the surgical technique that could explain the revision. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.